Event description:
As reported by the affiliate, after removal of the device from the package they found a crack on the grey shaft (hub). There was no damage noticed to the outer packaging. The product looked normal when removed from its packaging. There was no excessive force used to attach the inflation device (de royall) to the hub of the catheter. There was no damage noted to the hub during prep. The product was not used in the pt. The target lesion ws successfully treated with another device. There was no reported injury to the pt.

Manufacturer narrative:
The product has been returned for eval and testing; however, the engineering eval has not been completed. Additional info will be submitted within 30 days of receipt.